Event description:
It was reported that air bubbles were observed within the tubing. Customer's reported blood glucose (bg) level was displayed as ¿high¿, however, a specific value was not provided. The customer addressed elevated bg level with a bolus via the pump and performed a supply change to address the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.